Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms on insulin pump. The customer's blood glucose was 485 mg/dl. Customer reported that the insulin exited with the manual prime. Advised the insulin pump was working as designed. The customer treated with insulin pump. The product was not returned for analysis.